Event description:
It was reported that the cover plate disengaged from the implant, two days post op. The pt reportedly is asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. No film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.